Event description:
It was reported that while performing an rvot ablation, the impedance on the stockert spike to 184 from 140. The patient was decompensated and coded and a pericardiocentesis was performed. The patient was in stable condition at the time of the reported event.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Attempts to obtain additional information from the customer were performed without success. A 3500a supplemental report will be submitted to the FDA as required if any additional information is provided by the customer. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); stockert 70 system us catalog #: s7001 serial #: (B)(4).